Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier alert due to high impedance. Noise could be provoked through provocation testing.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
New information received stated that the lead was capped and a portion was returned for analysis.